Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
On (B)(6) 2010, the pt reported she noticed moisture in the cartridge compartment of her infusion device while performing the cartridge change procedure. She stated the insulin cartridge may have been leaking, although, she did not see a visible leak. She was instructed to dry the cartridge compartment with a cotton swab. She then completed the cartridge change procedure. Upon follow up on (B)(6) 2010, the pt stated she was not able to completely dry the moisture from the infusion device. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. The insulin cartridge was discarded. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.